Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary market hold and issuance of the market caution letter has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
Additional information was provided and it was informed that the surgeon observed aseptic endophthalmitis of the right eye. The patient was treated with ocular medications and is recovering.

Event description:
An ophthalmic surgeon reported that postoperative inflammation of an unspecified eye was confirmed with a patient following an intraocular lens implant procedure. The patient's current condition is unknown at this time. Additional information has been requested. A product sample is not available because it remains implanted in the patient's eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(4) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Manufacturer narrative:
(B)(4).